Event description:
It was noticed after the surgery while billing for the my knee that the myknee utilized in the case was expired. The products will not be returned as they were thrown away after use. No x-rays are available. Ref MFR 3005180920-2015-00124.